Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the pump is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The battery cap was stuck on the pump and was removed with the pliers. The battery cap threads were stripped and broken. The battery compartment threads were peeling. The battery cap contact height measured outside of specifications. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.